Event description:
Device 2 of 4; reference MFR report # 1627487-2019-00573, reference MFR report # 1627487-2019-00575, reference MFR report # 1627487-2019-00576. It was reported that patient was suffering from multiple issues before implant surgery on (B)(6) 2018. Post surgery, patient's family decided to extubate the patient, leading to patient's death.